Event description:
A customer reported receiving a reading on his adc glucose meter that was lower in comparison to a reading from an hcp meter. The customer reported "he was at a friend's house and took a test on his meter received a 74 mg/dl reading." The customer further reported he "felt tired and passed out", and experienced a loss of consciousness. Paramedics were called and tested the customer on their meter, receiving a reading of 233 mg/dl. The customer was transported to a health care facility. No further information was available as the customer indicated he did not wish to continue answering medical questions. There is no report of death or permanent impairment associated with this event.

Manufacturer narrative:
This is an initial report. The product has been requested back for an investigation. A follow-up report will be submitted once additional information is available. (B)(4)

Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer (1181907) were tested with control solution instead. All results were within the range specification and no errors were observed. The complaint is not confirmed.